Manufacturer narrative:
The device was received deployed. Numerous external and internal components were observed to be damaged. The pod would not have been able to be filled and complete priming in order to deploy the needle mechanism given these damages indicating that they occurred post-use. The integrity of the investigation was compromised as a result. The pcb was also observed to be damaged and the download data was not able to be retrieved from the device as a result. Without the download data and given the post-use damage, the cause of the needle mechanism deploying late could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had a delayed deployment and the pod was unable to be used.